Event description:
An attempt was made to deploy a 2.75mm diameter x 18mm length endeavor rx drug-eluting coronary stent in to a pt. The target lesion, located in the lcx# 12-13, was described as moderately tortuous with severe calcification and 90% stenosis. Although pre dilatation was performed, it was reported that residual calcification remained in the vessel. The relevant device was advanced through the lesion, but failed to cross and on removal from the pt body, it was stuck with the y connector and the stent was extended. The relevant device was successfully withdrawn together with the catheter. Communication from the field reported that one of the reasons why the device did not cross the lesion was the insufficient back-up support of the guide catheter. The pt is reported to be fine and no other clinical sequelae were reported. Eval summary: medtronic has received the device and its analysis has been completed. The stent was returned separated from the delivery system. The stent had two segments either side that were still intact. The remaining segments were stretched and deformed. Crimp/bake impressions were evident on the un-inflated balloon.

Manufacturer narrative:
(B)(4). Eval, results: y connector. Severe calcification. Fail to deliver the stent, stent deformation, stent embolism. Eval, conclusion: y connector. Severe calcification.